Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. A manufacturing record evaluation was performed for the finished device 9391017 number, and no non-conformances were identified. Manufacturing date: 01-nov-2019. Expiration date: 01-nov-2023. A manufacturing record evaluation was performed for the finished device 7563337 number, and no non-conformances were identified. Manufacturing date: 23-mar-2018. Expiration date: 21-mar-2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with 500cc mentor smooth round moderate plus profile saline breast implant experienced postoperative grade iii capsular contracture on an unspecified side. Capsular contracture was diagnosed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot-serial numbers (B)(4) were provided, but it is unknown which number belongs to the suspect medical device. If additional information is received, a supplemental report will be submitted as applicable.